Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the customer experienced blood glucose (bg) 566 mg/dl with high ketones. Bg was addressed with a manual injection. Cause for bg was unknown. Tandem technical support performed pump system check and found pump to be functioning as intended. Customer reverted to manual injections for alternate insulin therapy.